Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced pain in the device pocket. The physician decided to remove the s-ICD system. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.